Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display, off no power or unexpected audio / beep or buzzing anomalies were noted. No damage on the lcd isolation tape noted. The pump had a cracked case at the display window corners, and minor scratches on the lcd window. The battery display icon worked properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had an off no power anomaly. The customer blood glucose level was 7.9mmol/l. Customer states a replacement battery cap has been sent, but the issue persist. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.